Manufacturer narrative:
A boston scientific technical services consultant stated the twenty-four hour clock for the alert had not elapsed yet so the value was not posted. The patient was brought into the clinic for testing, including isometrics and pocket manipulation which was unremarkable for any issues. The lead was reprogrammed back to bipolar configuration. An x-ray was going to be performed to identify if there were any lead or lead to device issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an out of range pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel which triggered the lead safety switch (lss). The device was reprogrammed back to bipolar configuration.testing was unable to identify the source of the observation. The patient will continue to be followed via remote monitoring. No adverse patient effects were reported.